Manufacturer narrative:
Product ID 309328, lot# 0209078738, implanted: (B)(6) 2015, explanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the stimulator and lead were explanted on (B)(6) 2019.

Manufacturer narrative:
Product ID: 309328, lot# 0209078738, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that a system (lead + stimulator) explant was done on (B)(6) 2019, and the event was considered resolved on (B)(6) 2019. The device was destroyed and would not be returned. Later, it was reported that the resolution date was updated to (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0209078738, implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported that there was pain due to the device. Factors that may have led or contributed to the issue remain unknown. Diagnostics included implant site pain. Actions/interventions that were taken to resolve the issue remain unknown. The issue was not resolved and is ongoing. The investigator assessed the event as not serious, not related to procedure and related to the stimulator. No serious intervention occurred but a surgical intervention was planned and scheduled for (B)(6) 2019. Relevant medical history includes idiopathic urinary urge incontinence 2000.